Manufacturer narrative:
The investigation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis found no detectable bacteria. The results are evaluated in accordance with the joint recommendation of the krinko and the bfarm 'requirements for hygiene in the reprocessing of medical devices' (bundesgesundheitsbl 2012 - 55:). Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the scope tested positive 4 colony forming units (cfus) of pseudomonas species in the flushing channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end/biopsy channel/suction channel/a/w-channel. Cfu: 4 cfu. Bacterial identification: pseudomonas sp. - sbc provided the culture test result of the third-party labs as follows: sampling date: (B)(6) 2024. Sampling from: distal end cfu: n.d. Bacterial identification: n/a sampling date: (B)(6) 2024 sampling from: biopsy channel/suction channel cfu: 0 cfu/ml bacterial identification: n/a. Sampling date: (B)(6) 2024 sampling from: a/w-channel cfu: 0 cfu/ml. Bacterial identification: n/a. The device was evaluated where an additional potential adverse event was noted where the inside of the light guide lens was discolored. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not specify root cause of foreign material adhering to inside of lg-lens. Although mbc confirmed that inside of lg lens was discolored and appeared to have adhesion of foreign material, could not identify the material. The foreign material could not be removed by reprocessing because the material adhered to a place other than outer surface of the device. We consider from the above that if chemical stress, or the like from chemical solutions is applied, moisture will invade lg-lens by deterioration/peeling of lg-lens glue, which possibly lead to the corrosion. No information to judge deviation from instruction for use (IFU) was confirmed from review of reprocessing steps provided from the user. IFU states as follows: IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ user can detect the suggested event by handling device in accordance with the following IFU. ·preparation and inspection, inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.